Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed-sensor pod not returned. The problem is undetermined because the sensor wire and sensor pod were not returned for investigation. He reported event of detached/missing sensor wires was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 upon removal of the sensor pod, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, it was indicated that during the insertion, the patient experienced pain, which was still present at the site 3 days later. Patient did not show any signs of discomfort after this, product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determine